Event description:
This rv lead was explanted due to it started showing greater than 150 shock impedance same day that he got a knee replacement. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut into 4 segments. An extraction aid was found in the lead body, the lead was probably cut during the extraction procedure. The analysis showed that the shock coils and lead tip were found covered in fibrotic growth, which had impact on the maneuverability of the lead and led to excessive mechanical stress. Calcifications are known to cause high impedances. Additionally, the shock coils and the fixation helix were found stretched, the deformation probably occurred during the extraction procedure due to tensile stress. Furthermore, the insulation was found rubbed through 8 cm proximal to the lead tip. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.